Event description:
It was reported that the customer experienced a high blood glucose reading of 403 mg/dl. The customer also reported a broken belt clip. The customer advised that he treated for the high blood glucose and knew the reason for his high blood glucose. He was advised that the belt clip be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.